Event description:
We had a number of problems with our new amsco 7052 washer from steris during installation. The unit was installed mirrored to its correct orientation and caused damage to custom stainless steel panels on the clean side of the unit. We also had the machine running at a reduced load for 6 weeks while a door close error was worked on. Steris showed little attempt in trying to get the unit back up and running quickly, they had service on site 5 times with little success and delays in parts for their technicians. During this time our staff was down 1/3 of our washer capacity. Manufacturer response for disinfector, medical devices, amsco (per site reporter). None.